Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up from technical support, therefore further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.